Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the superial femoral artery and popliteal with a focused forced percutaneous transluminal angioplasty (pta) balloon dilatation catheter, following use of the study device, dissection was identified. It was further reported that stent was placed in sfa. Patient was discharged from hospital same day. New information: it was reported through the result of a clinical trial approximately 9 months post index procedure, patient experienced stenosis.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the superior femoral artery and popliteal with a focused forced percutaneous transluminal angioplasty (pta) balloon dilatation catheter, following use of the study device, dissection was identified. It was further reported that stent was placed in sfa. Patient was discharged from hospital same day.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The sample was not returned to the manufacturer for inspection/evaluation. Upon receipt of new or additional information and completion of the investigation, a follow-up report will be submitted as applicable. ( expiration date: 05/2020).

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the superial femoral artery and popliteal with a focused forced percutaneous transluminal angioplasty (pta) balloon dilatation catheter, following use of the study device, dissection was identified. It was further reported that stent was placed in sfa. Patient was discharged from hospital same day.